Event description:
It was reported that during a procedure at the user facility that the attachment became hot and the patient's lip was burned as a result. The burn was reported to be a second degree burn. This occurred at the beginning of a procedure. A polytopic antibiotic ointment was prescribed to keep the burn moist and prevent infection. No further treatment was required; no infection reported. The procedure was completed successfully and no additional adverse events were reported.

Event description:
It was reported that during a procedure at the user facility that the attachment became hot and the patient's lip was burned as a result. The burn was reported to be a second degree burn. This occurred at the beginning of a procedure. A polytopic antibiotic ointment was prescribed to keep the burn moist and prevent infection. No further treatment was required; no infection reported. The procedure was completed successfully and no additional adverse events were reported.

Manufacturer narrative:
Conclusion: evaluation conclusion: the device was discarded by the manufacturer.